Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿the stapler made uncontrolled movements¿. The instrument was placed on an xi system arm and it recognized and engaged the instrument on 3 consecutive attempts. No error messages occurred. The instrument was driven on an in-house system, and the instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly. No errors occurred during in-house testing. The complaint regarding the stapler made uncontrolled movements was not confirmed by failure analysis. Additional observations that not reported by the site: review of the engagement logs showed the instrument failed to engage on every single attempt on 07-apr-2023 using system sl0307. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicated a potential high friction with motion. Additionally, the main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The customer changed the stapler to resolve the issue. An RMA was issued and intuitive surgical, inc. (Isi) has received the device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the sureform stapler instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument made uncontrolled movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scaled appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument did not move in the intended direction. The direction was random. The timing of instrument movement was appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was persistent. The action that was being taken and/or intended when the issue occurred is the stapling of a structure. No patterns were identified. The issue was not solved on this stapler, so they used a new sureform curved tip 45mm stapler. The drape that the instrument was attached to is not available for return. The device was inspected prior to use. There was no damage or anything out of the ordinary. The issue occurred approximately 45min after the beginning of the surgery. No video recording of the procedure is available for isi review. The clinical sales associate was contacted and they confirmed that there was a delay of 15 to 30 minutes, and the issue did not occur during a critical step of the surgical procedure. The surgeon was trying to pass the stapler on the right superior pulmonary vein when the issue occurred. They had to change the stapler, and the issue has been solved. The instrument has been returned.